Event description:
It was reported that during a laparoscopic cholecystectomy the seal of the device leaked. Another trocar was used to complete the procedure. There was no pt injury.

Manufacturer narrative:
Final device investigation found that there were no visible cuts or damage to the seal of the device. Upon function testing, the device passed a leak test. The complaint could not be confirmed.